Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer states that the quickserter keeps getting stuck on the side. The customer states that the tape does not fit correctly. The customer stated that they changed the set and feels a lot better now. The customer will talk to their healthcare provider to exchange the serter.